Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl). Customer changed site and delivered boluses to address bg levels. During troubleshooting with tandem technical support, air bubbles were noted in the tubing. Reportedly, customer also loaded cartridge with cold insulin. The air bubbles were primed out of tubing successfully.